Event description:
Customer reported erroneously high platelet counts were obtained for two pt samples when using the coulter act 5diff cap pierce (cp). There were instrument generated messages of "platelet interpretation not possible" and "v" which is a vote out flag, indicating that the two counts differ by more than a predefined limit. The samples were retested and lower platelet counts were obtained. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for two samples tested over two different days.

Manufacturer narrative:
Controls were run before and after the events and were within specs. Field service engineer cleaned the baths that were coated in dried blood, checked probe alignments, ran latex and verified instrument performance. Root cause is unk but may be related to components subsequently cleaned and adjusted by field service. There were instrument generated flags to alert the operator to review the specimen and results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 2 of 2 reported by this customer. This MDR is related to MDR 1061932-2011-01181.